Event description:
It was reported by the dealer, the unit runs for 15 seconds, alarms/red light, then high pitch alarms. Power cycling does not fix the issue. No reported of patient injury, no additional information provided.